Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that the steps taken to resolve the power on reset (por) and the patient¿s not feeling stimulation was seeing a manufacturer representative (rep) in their health care physician (hcp) office and reprogramming the device. When asked what steps were taken to resolve the worsening/return of symptoms the patient replied turning on the stimulator. There were no further complications reported/anticipated.

Event description:
Information was received from a consumer and a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that a power on reset (por) was seen. The patient reported they had a revision surgery 3 weeks ago (unrelated to this event) and that they haven¿t felt stimulation in 3 weeks, though they noted that they were aware that sometimes patient¿s don¿t feel it. The patient reported they noticed for the last week and a half their symptoms were getting worse and that when they checked their device on the day of the call they saw por. It was reviewed the health care physician (hcp) would need to clear the por message and the patient was going to follow up with their hcp. On (B)(6) 2018 a manufacturing representative called to report the patient had a por on their programmer and reported the patient has had a return of symptoms since the revision surgery. There were no further complications reported.

Manufacturer narrative:
Correction to add manufacturing representative as a reporter of information along with the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that a power on reset (por) was seen. The patient reported they had a revision surgery 3 weeks ago (unrelated to this event) and that they haven't felt stimulation in 3 weeks, though they noted that they were aware that sometimes patient¿s don't feel it. The patient reported they noticed for the last week and a half their symptoms were getting worse and that when they checked their device on the day of the call they saw por. It was reviewed the health care physician (hcp) would need to clear the por message and the patient was going to follow up with their hcp. On (B)(6) 2018 the manufacturing representative called to report they were going to schedule with the patient to clear the por and reported the patient has had a return of symptoms since the revision surgery. There were no further complications reported.